Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed come out of the channel tube, air/water tube, air/water cylinder, bending section cover adhesive and connecting tube were unable to be identified. Therefore, the root cause of the reported events is unable to determined. The foreign material may have been unremoved because the device was not reprocessed properly by leak from switch 1. The event can be detected & prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: cf-190 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: cf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material came out of channel tube , air/water tube with foreign material, air/water cylinder with foreign material, scope connector case unit with foreign material, bending section cover adhesive with foreign material and connecting tube with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.